Event description:
The customer reported that the pump failed to give occlusion alarm on patient side after she accidentally clamped the line before starting infusion. When the pump beeped that infusion was completed after 2 hours, it was noted that the medication was not infused. The clamp near patient was closed, but at no point during the infusion did a downstream pressure alarm occur. Clinical engineering attempted to access the log files, but the data seems to be corrupt and missing. It was also reported that the unit passed preventive maintenance. The customer went to check the error log on this pump, only found most recent incident up to (B)(6) 2019 and the customer is suggesting there a device memory issue. It was reported that there was no negative patient impact since infusion line was clamped as well as no patient injury, patient was unharmed.

Manufacturer narrative:
Sample inspection: the inspection process performed on pump module s/n (B)(6) found it to be in fair condition. The door assembly latch was observed to be damaged with a piece cracked off. Log analysis results: the detailed pcu event log was not received for evaluation. A review of the available pump module s/n (B)(6) event log on the reported event date of (B)(6) 2021 was performed. The time of the incident was not reported. It shows the pump module was powered on/attached to a pcu (s/n (B)(6)) at 1:11:05 pm as channel b. Activity of the following occurred from 1:11 pm - 3:08 pm: unknown drugs were programmed to infuse at various rates (ranging from 10 ml/h - 999 ml/h) and vtbi's (ranging from 100 ml - 250 ml) for various infusion calculation times and one completed infusion. At 3:10 pm, the pump module's channel off key was pressed. The pump module¿s next activity date was noted as 21 (B)(6) 2021 with a different pcu. There was an observed infusion performed days later ((B)(6) 2021). A review of the available pump module error log confirmed the customer¿s report of its most recent incident as (B)(6) 2019. It was noted for the following malfunction/failure: code=240.4150.0: sensor_broken_high_failure; although there is no evidence of this contributing to the reported issue. Test results: functional testing was performed with the received pump module s/n (B)(6), lab pcu, and lab administration set. The set was primed, loaded into the pump module, and the set clamped at an area below the pump module in order to replicate the customer¿s report. An attempted infusion was performed; however a few seconds into the infusion, an occlusion (patient side) alarm occurred as expected. Patient side and fluid side occlusion testing performed using asm v9.8.1 confirmed the source pump module is functioning properly. Timed rate accuracy test was performed on the pump module s/n (B)(6). The device was found to be delivering IV fluids within specification. Test methods: 1503-001-006-r (timed rate accuracy) device history review: a review of the pump module device history record showed the device had a manufacture date of (B)(6)/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customer¿s report that the pump failed to give occlusion alarm was not identified. No issues were observed with the received pump module during inspection and testing process. The customer¿s report that the pump failed to give occlusion alarm could not be confirmed or replicated during this investigation. ¿ the pump module was the only device returned. The detailed associated pcu event log was not received for evaluation. ¿ a review of the available pump module event log on the reported event date of (B)(6) 2021 was performed. The time of the incident was not reported. It shows the pump module was powered on/attached to a pcu (s/n (B)(6)) at 1:11 pm as channel b. O activity of the following occurred from 1:11 pm - 3:08 pm: unknown drugs were programmed to infuse at various rates (ranging from 10 ml/h - 999 ml/h) and vtbi's (ranging from 100 ml - 250 ml) for various infusion calculation times and one completed infusion. O at 3:10 pm, the pump module's channel off key was pressed. O the pump module¿s next activity date was noted as (B)(6) 2021 with a different pcu and there was an infusion performed days later. ¿ the inspection and testing process performed on the pump module found no existing malfunctions that could contribute to the reported issue. The administration set was not returned for investigation. ¿ the device was being used for treatment.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported that the pump failed to give occlusion alarm on patient side after she accidentally clamped the line before starting infusion. When the pump beeped that infusion was completed after 2 hours, it was noted that the medication was not infused. The clamp near patient was closed, but at no point during the infusion did a downstream pressure alarm occur. Clinical engineering attempted to access the log files, but the data seems to be corrupt and missing. It was also reported that the unit passed preventive maintenance. The customer went to check the error log on this pump, only found most recent incident up to (B)(6) 2019 and the customer is suggesting there a device memory issue. It was reported that there was no negative patient impact since infusion line was clamped as well as no patient injury, patient was unharmed.